Event description:
It was reported that there was a revision for instability. Patient notes/records are not available.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested, but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42502606202 femur cemented cruciate retaining (cr) std rt size 7 lot# 64839234 MDR: 3007963827-2023-00097. Additional associated products: 42532007102 tibia cemented 5 degree stemmed right size e lot# 64803053, 42540200032 all-poly patella cemented 32 mm diameter lot# 64816178, 42557000114 stem extension tapered cemented 14mm dia +30mm length lot# 64815596.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records finds that the implant fit is maintained. There is varus alignment of the arthroplasty components. Bone quality appears osteopenic. There is no evidence of implant malfunction. Complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.